Event description:
It was reported that the burr became stuck in the lesion. The 25mm, 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.00mm rotalink plus was selected for use. During the procedure, the operational speed of the burr was set at 190,000rpm. The rotational speed for each ablation was at 160,000 to 170,000rpm for 10 seconds. At the course of the procedure, it was noted that the burr became stuck and penetrated in the distal part of the target lesion as the area was tight. Furthermore, the burr was difficult to remove. Consequently, a non bsc 6f guide catheter was inserted with a non bsc guidewire and ballooning was performed with a 3.0x12mm non bsc balloon in the proximal part of the area where the burr was stuck and then the burr was eventually released. No further patient complications were reported and the patient's status was good.